Event description:
In fall 2007, the american dental association printed an article that stated cavicide was tested and alleged that it does not meet label claims. Bibliography: ada professional product review vol. 2, issue 4, fall 2007, "surface disinfectants", pages 11-16.

Manufacturer narrative:
Metrex has not received a copy of the test report to review and substantiate that the product was tested per label claims, applicable epa test protocols and in compliance with good laboratory practices.